Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an attempt was made to use the stapler and stapling was not possible.